Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise and short ventricular intervals resulting in inappropriate high voltage therapy delivery and inhibition of pacing. The rv noise time-out was increased and the lead remains in use. It was also reported that the right atrial (ra) lead was exhibiting oversensing and noise resulting in inappropriate mode switching. The lead remains in use. The patient did report that their refrigerator was leaking current. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.